Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: (B)(6), serial #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4) product ID: confida brecker curve guidewire, lot #: unknown product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, via right transfemoral artery approach, after confirming appropriate valve load into the delivery catheter system (dcs) via fluoroscopy, the valve and dcs were inserted into the patient. The valve was recaptured twice into the dcs due to an unidentified reason. On the third deployment to 80%, the valve position in the cusp overlap view was 4-5mm non-coronary cusp (ncc) and 4-5mm left coronary cusp (lcc) in the left anterior oblique fluoroscopic angle. Prior to the release, the dcs was centered and the medtronic guidewire was partially pulled back. The valve was deployed slowly and the paddles were fully released. Angiography showed the valve in a stable position. The guidewire was pulled back and the nosecone of the dcs was centered in the fully expanded valve frame. While retrieving the dcs through the valve, there was some resistance when withdrawing the nose cone through the valve frame and the valve dislodged into the sinus. The implanting team performed a balloon aortic valvuloplasty (bav) with 22mm and 23mm non-medtronic balloons and the valve was pushed back into annular position with the ncc at +2mm supra-annular and lcc intra-annular. The patient was hemodynamically stable, but had paradoxical low-flow, low-gradient (lflg) aortic stenosis (as) with moderate-severe aortic insufficiency due to the high valve position. Subsequently, the implanting team implanted a second, non-medtronic valve. Echocardiography was performed and showed trace paravalvular leak and mean gradient of less than 10mmhg. Per the physician, the cause of the dislodgement was multi-factoral. The aortic insufficiency contributed to the valve's inability to anchor. In addition, the patient had an elliptical annulus and minimal calcification to aid in anchoring the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - result and conclusion codes h10 - conclusion: recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. Per the physician, the cause of the dislodgement was multi-factoral. The aortic insufficiency contributed to the valve's inability to anchor. In addition, the patient had an elliptical annulus and minimal calcification to aid in anchoring the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.